Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a drain complications encountered warning. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient presented to the emergency room (ER) on (B)(6)2018 with nausea, vomiting, and diarrhea. The patient was subsequently admitted to the hospital for peritonitis later that day. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results were positive for peritonitis, however the date of the culture and the organism were unknown. During hospitalization the patient was noted to have mild hypokalemia (potassium 3.0) secondary to pd which was corrected. Additionally, the patient had hypervolemic induced hyponatremia (sodium 127) which was managed with fluid restriction and pd treatment with 4.25% strength pd solution. The patient¿s peritonitis was treated with rocephin (1 gram, intraperitoneally every 24 hours, course unknown). The patient initially had an elevated white blood cell (wbc) count of 17.0 which returned in normal range (9.1) by the end of hospitalization. On (B)(6)2018, the patient was discharged from the hospital on a 7-day course of rocephin and continuing pd therapy at home. It was reported the patient has recovered from the event. A subsequent pd culture on (B)(6) 2019 revealed rare wbc and with no organism growth, which is consistent with resolution of peritonitis. It is unknown if any fresenius device(s) or product(s) were utilized during hospitalization.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler/liberty cycler set and the patient¿s peritonitis. However, there is no objective evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/liberty cycler set malfunction or product deficiency. The cause of the patient¿s peritonitis cannot be determined with the available information. However, the patient had pd catheter (not a fresenius product) malposition which required pd catheter repositioning 4 days prior to the peritonitis event which may have been a confounding factor. Additionally, the patient had electrolyte imbalance of potassium and sodium during this hospitalization. It is likely the patient¿s symptoms of nausea, vomiting and diarrhea contributed to the electrolyte imbalance. Furthermore, the patient had incidental hypervolemia (cause unknown) which can cause dilution of electrolytes in the serum. Should additional information become available, this clinical investigation will be updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler/liberty cycler set and the patient¿s peritonitis. However, there is no objective evidence that supports the patient¿s peritonitis event was caused by a liberty cycler set malfunction or product deficiency. The cause of the patient¿s peritonitis cannot be determined with the available information. However, the patient had pd catheter (not a fresenius product) malposition which required pd catheter repositioning 4 days prior to the peritonitis event which may have been a confounding factor. Should additional information become available, clinical investigation will be updated accordingly.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a drain complications encountered warning. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient was hospitalized for peritonitis (signs and symptoms unknown) on (B)(6) 2018. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results were positive for peritonitis, however the date of the culture and the organism were unknown. The patient was prescribed and treated with rocephin (course, dose, route unknown). The patient recovered and was discharged from the hospital. It was confirmed that pd therapy was continued in the hospital, but it is unknown if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots has been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.